Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly at 10% battery life. The pump displayed an alert indicating a data log corruption had occurred. There was no reported impact to the customer's blood glucose level as they had not tested at the time of the call. Reportedly the customer will continue to use the pump until the replacement pump is received.